Event description:
Report rec'd from USA stating that the device was making excessive vibration and noise. The device was used during a neuro surgery. There was no injury or medical intervention reported. It is unk if delay occured. There was no add'l info provided.

Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).